Manufacturer narrative:
The investigation for the introducer damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues introducer damage could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 88-year-old male with acute myocardial infarction and cardiogenic shock was implanted unsuccessfully with an impella cp device for mechanical circulatory support. The patient was admitted for chest pain and shortness of breath and also has a history of cerebral vascular accident, diabetes, and sepsis. An introducer malfunction was noticed when the impella device was attempted to be implanted into the femoral artery. The clear peel away lock got stuck on the catheter but was eventually cut off successfully. The impella device was then implanted successfully. Support lasted for 90 hours, and the impella device was weaned and explanted after a successful percutaneous coronary intervention.